Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013, during the unknown surgery on (B)(6) 2013 the handle and the shaft of screwdriver was jammed together, the surgeon cannot change the tap and shaft of screwdriver. As a result the surgeon cannot turn the 4th screw into the hole of skull. The patient was impacted and the surgery was delayed. There was no another instrument available to use in the surgery. The event did not required additional medical treatment. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not an instrument and was not implanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.